Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the user facility was experiencing temperature deviation with their altrix device. The physician was expecting tighter control of patient temperature and felt the temperature swings were too great. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by providing feedback on proper device use.

Event description:
It was reported that the user facility was experiencing temperature deviation with their altrix device. The physician was expecting tighter control of patient temperature and felt the temperature swings were too great. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Event description:
It was reported that the user facility was experiencing temperature deviation with their altrix device. The physician was expecting tighter control of patient temperature and felt the temperature swings were too great. The patient was not adversely affected and no clinically relevant delay in treatment was reported.